Event description:
N/a.

Manufacturer narrative:
After further review the reported complaint (B)(4) is being cancelled as it is not a valid complaint. This was duplicate of (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had that the arterial waveform on the balloon pump appeared appropriate, but the pressures were extremely low, did not correlate with the noninvasive pressures or the patient¿s mentation and physical status. An image of the console screen showed an appropriate waveform with pressures of 27/15 (27), and an augmentation of 43 via transducer. Noninvasive pressures were within the normal range for pressure parameters and the map differed by ~40 points. Due to some artifact in the ECG signal, it was suggested to replace the electrodes for optimal signal and the numbers were slightly improved but only to 63/35 (59), and an augmentation of 102. User was unable to aspirate the inner lumen due to their facility policy. There was no harm or injury reported.